Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis vip pump exhibited cassette not attached error. No patient was involved in this event. No adverse effects were reported.